Event description:
It was reported to medtronic minimed that the customer experienced power problem-battery loss. The customer reported elevated ketones/diabetic ketoacidosis, hyperglycemia, malaise treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is not reportable as customer called to notify fca notification regarding battery alarms.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08785 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 03-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) event date of 03-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 158250 (15.825 u) and dailytotalofbolusinsulindelivered = 113500 (11.35 u) which is equal to the dailytotalofallinsulindelivered = 271750 (27.175 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(6) event date of 17-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of 17-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 95500 (9.55 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 95500 (9.55 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the primary svn#: (B)(6) event date of 03-feb-2025. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) event date of 17-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found o 03/16/2025 09:26:52.000, 03/17/2025 16:06:47.000. Pump error 23 alarm was found on: 03/17/2025 16:07:05.000, 03/17/2025 16:17:00.000. Power loss alarm was found on: 03/17/2025 16:17:15.000, 03/17/2025 16:17:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. No unexpected pump error 23 alarm/power loss alarm noted during testing. In further checking of the pump history records on the primary svn#: (B)(6) event date of 03-feb-2025. Battery cycle 1 received the lowbatteryalert (104) on 01/25/2025 10:05:00 after more than 7 days at 23.48 days. Battery cycle 2 received the lowbatteryalert (104) on 01/01/2025 22:34:00 after more than 7 days at 23.24 days. Battery cycle 3 received the lowbatteryalert (104) on 12/09/2024 16:23:00 after more than 7 days at 23.35 days. In further checking of the pump history records on the related svn#: (B)(6) event date of 17-mar-2025. Battery cycle 1 received the lowbatteryalert (104) on 03/09/2025 19:20:00 after more than 7 days at 22.31 days. Battery cycle 2 received the lowbatteryalert (104) on 02/15/2025 11:38:00 after more than 7 days at 21.06 days. Battery cycle 3 received the lowbatteryalert (104) on 01/25/2025 10:05:00 after more than 7 days at 23.48 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.61 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced short battery life on the pump. The customer would discontinue to use of the device, product return was required for mmt-1885.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 - medical device problem code 2885(replaced rfr za330300 with za330500), h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Also, additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.